Manufacturer narrative:
H3 :it was found in the analysis that the bearing was corroded and the output shaft was pinched. Based on the pre-repair temperature reading of the handpiece after 1 minute was 80 f at angle, 79 f at the base, and 81 f at the distal bearing. Based on the temperature reading, it has been determined that this event does not meet the criteria for regulatory reporting. The temperature recorded was below 118f, which is within the acceptable range and therefore not reportable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting criterion. H6: fdm b17 and fdr c20, img g04063, and d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1 845020, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure indigo drill and attachment scrub nurse struggled to get the burr to grip. Eventually it locked, but soon after starting to test it, the handpiece overheated. It was further stated the handpiece got too hot to hold under two minutes. The device run at 52000 rpm and running on standard mode. The flow rate was set at 30 cc/min. The procedure was completed with another device. There was no patient involvement.

Manufacturer narrative:
Correction: this event on the provided information that the indigo handpiece was overheating within 2 minutes. This event is meeting the reportable criterion. Correction - h6: fdm b01, fdr c0601 and c070601, img g04011 and g04112, and fdc d02 codes no longer applicable. H6: fdm b17 and fdr c20, img g04063, and d1102 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.